Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that subcutaneous implantable cardioverter defibrillator (s-ICD) indicated that 77 shocks were delivered but the device only delivered one. Memory analysis confirmed that there was evidence of data corruption during telemetry which self-corrected. No adverse patient effects were reported. The device remains in service.